Event description:
It has been reported that the pn 29gx 12.7 has been found experiencing 675 occurrences of sterility issues before use. The following has been provided by the initial reporter: off center top seal

Manufacturer narrative:
H.6. Investigation: samples were received and an investigation was performed. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the pn 29gx 12.7 has been found experiencing 675 occurrences of sterility issues before use. The following has been provided by the initial reporter: off center top seal.